Manufacturer narrative:
Report confirmed. Evaluation determined that the attachment was damaged by tool contact. On follow-up it was confirmed that there was no pt involvement. Event date estimated. The user manual contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged, excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Device returned for repair with report of attachment foot bent. No pt impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up it was noted that this was identified during a demonstration and it was confirmed that there was no pt involvement.